Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no records of power on reset and no activity outside normal use. On investigation, the pump powered on evidenced by functional vibration and auditory tones. The display screen remained blank when the pump was powered on. The pump cover was removed for further investigation, revealing a cracked display screen. The damaged display was removed and replaced with a test display, which became fully functional when attached. The pump was not able to be fully exercised due to the damaged display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.